Event description:
Related manufacturer reference number: 2017865-2023-20066. It was reported that the patient presented to the clinic with a history of atrial lead noise. Inappropriate mode switching was also noted due to the atrial lead noise and a loss of ventricular capture. Programming change to atrial sensitivity was performed. There were no adverse health consequences, the patient was stable.